Event description:
The customer reported that the system lost patient data/images. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were reloaded. The system was found to be working as intended and returned to service.